Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: "email response - please clarify if an additional needle presented in the folder or was found a double armed needle suture combination in the folder.- there was a double armed needle suture found. Please provide procedure name ¿ no info given. Please provide lot number ¿ no info given. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail ¿ no adverse. How was procedure successfully completed? They used another suture from the same box which had a single needle." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Upon opening the package it was noted that there was a double needle instead of a single needle. No patient consequences have been reported. Additional information was requested.